Event description:
Customer reported that the device does not run above 46000 rpm and displays error code 8 (system fault). Device was returned for repair. This is report 1 of 1 for complaint #com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the flex and motor were defective and the hose was broken. This was attributed to normal wear. The flex, motor, and hose were replaced. The device was repaired and returned to the customer on 03/21/2013.